Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy left upper lobe excision, on left pulmonary vein, the surgeon was not able to squeeze the handle and the device did not fire. They installed the reload correctly, handled the device, pressed the green button, but the reload was unable to fire. They replaced another one, but still unable to fire. They replaced the third on and the device could be fired. They replaced new reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.